Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, crease fold and wear abrasion. Cloudy and air voids in the gel observed after autoclave cycle based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason of operation: capsular contracture baker grade iii.